Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was observed during a device check. Patient was asymptomatic. High out of range, intermittent impedance measurements were noted, but the lead was functioning normally. Recently the lead impedance has consistently been higher than the upper limit. No further information available. Lead remains implanted.